Event description:
On (B)(6) 2014, the customer reported erroneously high sodium (na) and chloride (cl) results on two samples. The original results generated were 145.6 and 146.5 mmol/l for na. For cl the results were 102.2, 112.0 mmol/l. These 2 samples were repeated twice with average results generated of 133 & 144 for na and 93.3 & 106 for cl. The erroneous results were not reported outside the laboratory so there was no change to patient treatment. The customer provided calibration data for na and cl for the previous 8 days. All calibration slopes were within normal range.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the following consumable parts and carried out the following activities: fse replaced buffer syringe, sample and sample wash syringes, performed enhanced cleaning of ise, replaced d-pot tubing, pinch tubing, roller pump tubing, and drain tubing. Primed 10% bleach, followed by hot tap water and then di water through all of the reagent lines from reagent bottles to ise compartment. Primed system numerous times. Ran three consecutive calibrations, slopes are stable. The fse also replaced the na and cl electrodes and the on-board mid standard solution as the ise system failed the mid standard solution test. On a second visit, the fse replaced the buffer solution valves (B)(4) and verified the system with calibrations. No specific failure mode could be identified. The manufacturer reference number for this event is (B)(4).